Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as defective buffer valves. The fse replaced the buffer valves to resolve the issue. System performance was verified and customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous high sodium (na) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.